Event description:
A complaint was received from a customer that stated when they "presents a sensor" only '888" are shown on the display. While on the phone a review of the system was conducted. During the self test mode a significant portion of all segments were missing from the display. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.